Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: surgeon's hand was getting hot while using the stryker probe the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be user misuse and/or overuse. The product was returned for investigation and the failure mode was not confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the device was overheating.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device was overheating.